Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 01-apr-2024, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 01-apr-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient fell over a baby gate and after she fell, she wasn't getting pain relief. An x-ray showed the lead programming was on moved down. The other lead was fine and didn't move. Programming was switched to the other lead because the other lead did not move. The issue was resolved.